Manufacturer narrative:
H3: product analysis of the device found that the reported issue was not confirmed. However, the muting probe input test failed as audio pcb was found defective. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis for product ID: 8253200, serial/lot #: (B)(6) found that the reported issue was not confirmed. How ever, found that the wave washers were worn. H6: code of fdr c0601 is applicable for product ID: 8253200, serial/lot #: (B)(6). Additional code of img g04138 is applicable for product ID: 8253200, serial/lot #: (B)(6). This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the continuous monitoring did not work, no response was received, and the nim system froze. Manipulating the tube did not help and there was still no response from aps. A baseline of the patient¿s nerve function was performed prior to the procedure, and the responses were as expected. A stimulus delivery tone was heard when attempting to stimulate the nerve. The stimulus was set to 1.0, and the threshold was set to 100. A back-up nim device was used, and continuous monitoring worked. There was no patient impact.